Event description:
Following bilateral intraocular lens (iol) surgeries, a consumer reported having trouble with glare and starbursts on lights at all times, which made it difficult to drive. She also reported her vision having a spider web effect when lights hit her eyes a certain way, seeing ghost-like silhouettes around people when indoors and not seeing clearly at intermediate or close-up range. Her surgeon assured her that the lenses were perfectly positioned. In a f/u, the surgeon's technician stated the surgeon did not blame the lenses and did not think they were defective because they were perfectly centered and the target refraction (20/20) was achieved. The technician reported that the surgeon stated the pt was unable to adapt to the multifocality of the lenses. The lens was exchanged for a different model. A f/u questionnaire was rec'd and indicated that, in the surgeon's opinion, the device did cause/contribute to the event. The disabling glare was relieved after the iol exchange and the event was reported to be resolved. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/18/2010 and 11/19/2010 by phone, fax and mail. Add'l info was rec'd on 11/18/2010 by phone. A completed questionnaire was rec'd on 12/02/2010. (B)(4).